Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 7/15/2024, it was reported by a sales representative via email that a flipcutter iii from an ar-1288rtt-fc3 fibertag tightrope with flipcutter iii kit broke when drilling the femoral side. The inner sleeve broke as retro-drilling was begun. The case was completed using an individual flipcutter iii, which resulted in a five-minute delay. This was discovered during an aclr procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces.